Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepack. No pt injury was reported.

Manufacturer narrative:
Company rep instructed the customer to reset the system and the problem was resolved. Communication was reestablished.